Event description:
Complainant alleged that during a cardioversion on a pt, the device was not syncing on the r-wave. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.